Event description:
It was reported that a patient implanted with an impella 5.5 experienced an automated impella controller failure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 (event description) & d4 (primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: "an impella 5.5 device was inserted into the right axillary/subclavian artery in a 57-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), scai shock stage a and has tracheotomy and ventilator for respiratory support, prior to initiation of support. While the patient was in intensive care unit (ICU), there was a red alarm on the automated impella controller (aic) stating "controller failure" while explanting the pump. Pump running at p-6 when it was disconnected from aic then aic was turned off. In addition, the patient became septic with physician stating most likely source is abdominal. After 39 days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 3.5l/min as intended. The impella is conservatively being reported for sepsis; however, per physician report the source of infection was most likely from the abdomen."

Manufacturer narrative:
D6, date of implant and explant has been added.

Manufacturer narrative:
D1 (brand name) has been updated. D9 (date device returned to manufacturer) has been added. H3 (device evaluated by manufacturer?) Has been updated, due to physical product returned and the pi has been completed. No issues related to the reported controller error or failure were observed. However, the impella disconnected alarm occurred because the pump was removed from the aic.